Event description:
Nellcor puritan bennett received a report on a n-395 of 100% spo2 readings on patients. No patient harm reported.

Manufacturer narrative:
Nellcor puritan bennett has received the unit and it is pending evaluation.